Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the joystick will not turn off, no flashing lights.

Manufacturer narrative:
Product was returned for evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the joystick will not turn off. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the joystick will not turn off. Provider states the joystick will not turn off, no flashing lights.